Event description:
On (B)(6) 2012, the lay user/patient from the (B)(6) left a voicemail alleging that their onetouch verio pro meter was prompting an unknown error message. On a second voicemail the patient stated that the alleged error message was resolved. However, the customer care representative was unable to confirm if it was resolved. The patient did not allege any harm or injury because of the reported issue. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an unknown error message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.